Event description:
A nurse reported that during glaucoma filtration surgery, the shunt would not release from the inserter. She stated the surgeon used forceps to manually force the shunt to release and implant. She reported the shunt remains implanted with no harm to the pt.

Manufacturer narrative:
Evaluation summary: the sample was not returned for evaluation. The device history record (DHR) was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. The express delivery system (eds) wire was partially pressed. When the trigger was depressed in the investigation, the wire retracted smoothly into the cannula. The complainant statement "wouldn't release from inserter" could not be confirmed. The root cause could not be conclusively determined. There has been one other similar complaint reported in the lot number. (B)(4).